Event description:
Upon device interrogation during a regular follow-up on (B)(6) 2015, device memories were found deactivated, so that no diagnosis data were available for review.

Event description:
Upon device interrogation during a regular follow-up on (B)(6) 2015, device memories were found deactivated, so that no diagnosis data were available for review.